Manufacturer narrative:
Additional information: g3, h3, h6. Customer complaint not verified. When unit is powered on, basic functions were checked and did not display any error codes. Additional functions will be verified at test. See vendor evaluation.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge was giving a burning smell when turned on and spinning the blood, case was not able to be completed, patient needed to be rescheduled to have the blood drawn again.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, attachment.